Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
The device was explanted and replaced.

Event description:
Healthcare professional reported rupture. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on may 29, 2025 with lot number 1415121. Based on the product analysis performed, the assessments of the complaint codes are: - rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for the right side. The device remains implanted.